Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via a phone call, the customer had changed the sensor and the insulin pump is not accepting the calibration and it reads sg values not available. Customer's blood glucose was 8 mmol/l. Troubleshooting was performed and it was noted the sensor was shorter and it was possibly retracted back. Customer had inserted the sensor on the left side of customer's stomach. Customer was advised to insert a new sensor. The customer is not returning the sensor for analysis.